Manufacturer narrative:
The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. During the repair inspection, the customer¿s reported problem of ¿broken plan glass at tube¿ could not be confirmed as there was no damaged to the distal end coverglass of the outer tube. However, the inspection found broken lens inside the optical system attributing to a blurry image. The exact cause of the broken lens is unknown, however, excessive force by the customer cannot be ruled out. Olympus will continue to monitor the field performance for this device.

Event description:
The olympus (ovn) field service engineer was informed by the nurse at the user facility that the customer oes elite, high-definition autoclavable telescope has a ¿broken plan glass at tube¿. The customer reported problem was found at inspection before use. No death injury or infection and no impact to person or other has been reported to olympus.

Manufacturer narrative:
The referenced telescope was returned to the olympus repair center. The repair inspection found the image is blurred due to broken internal optical lens. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.